Event description:
Procedure performed: hernia repair. Event description: this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Subject of complaint: "ddb detachment". Report from the sales rep: "the ddb dropped into the body cavity during the procedure. It was recovered from the body cavity." Initial investigation report by [distributor]: "the event unit was returned to [distributor] and visually inspected. The ddb was detached. No visual damage was found in the septum and shield. The unit will be returned to amr for further evaluation. Admin# (B)(4)." Per the component list, the duckbill and the cannula will be returning. Intervention: it was recovered from the body cavity. Patient status: "no patient injury".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a rubber component. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The rubber component was identified as the duckbill, a rubber component of the seal. Based on the condition of the returned, it is likely that the duckbill was dislodged by the instruments that were inserted/removed from the trocar.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: hernia repair. Event description: this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Subject of complaint: "ddb detachment." Report from the sales rep: "the ddb dropped into the body cavity during the procedure. It was recovered from the body cavity." Initial investigation report by [distributor]: "the event unit was returned to [distributor] and visually inspected. The ddb was detached. No visual damage was found in the septum and shield. The unit will be returned to amr for further evaluation. Admin# (B)(4)." Per the component list, the duckbill and the cannula will be returning. Intervention: it was recovered from the body cavity. Patient status: "no patient injury."